Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was determined to be due to a patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to the stem fracturing, secondary to the patient falling backward. The stem was removed and replaced.